Event description:
It was reported the intraocular lens was explanted 3 days after the initial implant without complication. Reason stated was the wrong diopter was implanted and was changed to a higher power.

Event description:
It was reported that revision surgery was performed. The patient had a history of osteonecrosis.